Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the device was not in clinical use when the issue occurred. A philips remote service engineer (rse) evaluated the system and confirmed that the system was not able to produce x-rays. Rse assisted the engineer to check the connection and found that the connector from geo module was loose. Engineer reseated the connector and tightened the screws, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was unable to produce x-rays. No harm was reported. A philips field service engineer (fse) visited the site and determined the connection between the geometry module and the table, finding it was loose. After securing the connection, the device was returned to expected functionality.

Manufacturer narrative:
Philips investigated this complaint and, according to the additional information gathered, the system was outside of clinical use at the time of the reported event. A philips remote service engineer (rse) inspected the system remotely and confirmed that x-ray was not possible. Upon troubleshooting, the rse identified that the connector from the geo-module was loose. The rse worked with customer to reattach the connector which resolved the issue. Following the repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.